Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump received replace battery now alarm. The blood glucose level was 300 mg/dl. The customer did not receive a low battery alert prior to the replace battery now alarm. Customer also stated that the insulin pump had a blank display and it observed that the display was not blank currently. Customer also stated that he insulin pump received a multiple pump error and the insulin pump passed the self-test. The product will not return for the analysis.